Manufacturer narrative:
The tubing was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No leaks were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the irrigation tubing had a leak near the pump. This caused a delay of less than one hour and no system damage. The procedure was completed and there was no reported impact to patient outcome.